Event description:
It was reported that removal difficulties were encountered. After a 7fr sheath was inserted, a 7.0x30x75cm express ld iliac / biliary stent was advanced for treatment. However, it was noted that the stent became stuck in the sheath and was unable to deploy upon insertion. Upon removal of the balloon, the stent was captured by the balloon. No patient complications were reported.

Event description:
It was reported that removal difficulties were encountered. After a 7fr sheath was inserted, a 7.0x30x75cm express ld iliac / biliary stent was advanced for treatment. However, it was noted that the stent became stuck in the sheath and was unable to deploy upon insertion. Upon removal of the balloon, the stent was captured by the balloon. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was received for analysis. A visual and microscopic examination identified that the stent had been moved to position that was approximately 7mm proximal of the proximal balloon sleeve on the device. A microscopic examination found the first two rows of the distal stent struts to be damaged. The stent damage most probably occurred when attempting to insert the device into the sheath. No other issues were identified with the stent that could potentially have contributed to the complaint incident. A visual examination identified that the balloon had been subjected to positive pressure. It is not known when or why the balloon was inflated. A visual and microscopic examination identified no issues with the balloon material that could have contributed to the complaint incident. A visual and microscopic examination identified no issues with the tip of the device during analysis that could have contributed to the complaint incident. A visual and tactile examination identified no damage or any issues along the length of the device. No other issues were identified during the product analysis.